Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the pump shutting down unexpectedly, customer¿s blood glucose (bg) elevated (504 mg/dl) with a moderate level of ketones. Water and insulin were used to address bg. After charging the pump, the pump history showed the appropriate low battery alerts/alarm occurred. Pump was operating as intended. Tandem technical support informed customer to charge the pump 15 minutes a day to prevent battery depletion. Contact acknowledged and required no further assistance.